Event description:
On (B)(6) 2022, it was reported by a facility representative via email that an ar-2923ps peek pushlock and an ar-7500 suturetape was implanted successfully into patient during an arthroscopy right shoulder with capsulorrhaphy. After the procedure the patient complaint of pain and tightness and since the procedure, patient was not progressing with physical therapy. Patient was referred for a second opinion and had another arthroscopy procedure. During the procedure, surgeon discovered the tissue surrounding the anchors to be red and inflamed. The anchors were removed along with the surrounding irritated tissues. Patient has a known allergy to neoprene.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.